Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reinstalled inrush suppressor and replaced fuses and received a message that uninterruptible power supply (ups)charger failed. They replaced the uninterruptible power supply (ups). The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned for analysis, however the results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was not turning on and was giving off a burnt smell. No patient was present. Troubleshooting revealed the fuses were blow and there was an issue with the uninterruptible power supply (ups). The ups was indicating the charger failed intermittently. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: device evaluation. The uninterruptible power supply (ups) was returned for analysis. Analysis found that the internal ups system was faulty and that the circuitry failed. Since the part was replaced the issue was resolved.